Manufacturer narrative:
(B)(4). Batch # p55z97. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient's hospital stay extended due to the alleged issue with the device? Device evaluation: the analysis found that the pse60a device was received with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the open radical resection of esophageal carcinoma procedure, after fired with gold reload to make tubular stomach, the blade did not cut the tissue and pushed the tissue forward. The staples malformed. On the 7th firing for anastomosis of esophagus and stomach, the event re-happened. That result the patient bleeding, suture was used to stop bleeding and sew the wound. The surgery delayed about 20 minutes. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the patient¿s hospital stay extended due to the alleged issue with the device? No. Video and photo analysis: the video shows tissue outside of the body, the proximal part of an anvil with a gold cartridge loaded. A firing is performed at 00:33 mark, and the knife can be seen returned between the jaws, however after the firing was performed, the cut appears to be not completed at all. First picture shows a device holding a piece of tissue outside of the body, the jaws appear to be closed. Second picture shows a piece of tissue outside of the body, with a cut line. Third picture shows an opening in the tissue, and three devices are holding suture around the opening. Fourth picture shows an opening on the tissue with a piece of suture within. Based on the photos and video alone the event describe is confirmed.